Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage force sensor resistor. The device was also received with moisture damage on the motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. It was stated that insulin squirted out of the tubing during manual prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped or exposed to moisture. The customer did not receive the series of beeps nor did numbers appear on the screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.